Event description:
Additional information: it was reported that the patient¿s wound culture grew pseudomonas aeruginosa. On (B)(6) 2017, the patient was seen by the infectious diseases clinic and a treatment plan was made and changes were made to the patient¿s oral antibiotic medication. Additionally, the patient was started on an intravenous infusion of antibiotics in which the last dose was given on (B)(6) 2017.

Manufacturer narrative:
Describe event or problem: additional information. A specific cause for the reported driveline infection could not be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. (B)(4). Approximate age of device - 51 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a syncopal episode and hit his head. The patient was instructed to go to the local emergency department. The physician reported that the patient¿s potassium was 3.6. Other labs and implantable cardioverter-defibrillator interrogation were within normal limits. On the evening of (B)(6), the patient¿s spouse reported that the patient was experiencing tiredness, a weight gain of (B)(6) in the last three days, and difficulty sleeping. Instructions were made to give the patient an extra 40meq of kcl that evening. The following day, the patient¿s driveline site began draining. On (B)(6), the spouse reported increased redness, swelling, and tenderness at the site, as well as more bloody drainage. Instructions were given to use tylenol and/or cold packs over dressing for pain, and to avoid nonsteroidal antiinflammatory drugs. A follow up appointment was made for 21-sep-2017. Oral antibiotics were given. No additional information was provided.